Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the console disengaged from the cart in rescue mood. To resolve the issue, the fse slid the console into the cart and the device engaged and transitioned into hybrid mode, thereafter. The fse confirmed that the device began to charge the batteries. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.